Event description:
It was reported that the patient experienced atrial flutter and palpitations resulting in fatigue and dyspnea. This event was suspected to be related to the atrial device. The device was reprogrammed, and medication was administered to resolve the event. The patient was in stable condition.